Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing bupivacaine and fentanyl for spinal pain indications. It was reported that 'since friday,' they have been unable to connect their handset and communicator to their pump. The patient initially said the screen showed it wouldn't connect, but then clarified the screen they've been seeing is 'not found.' The patient confirmed the equipment was charged and unplugged when using it. The manufacturer's patient services specialist (pss) assisted the patient in resetting the communicator but that did not resolve the issue. Pss assisted the patient in resetting the bluetooth and then patient was able to successfully connect to the pump and request/receive a bolus. While connecting, the patient stated 'it always goes to 91%' but was able to connect well without issue. Pss assisted the patient in reconnecting to the pump to access their therapy details to obtain pump med. The patient provided bolus duration of 1 minute, lockout duration of 3 hours, and 4 boluses per day. The troubleshooting resolved the reported issue. Patient will monitor and call back for assistance as needed.